Event description:
It was reported that a user who had been disconnected from the ilet for approximately a month and reconnected the day prior experienced hypoglycemia during a support call, with glucose measured at 56 mg/dl, and questioned why the system was not maintaining glucose between 80¿90 mg/dl; the user was informed that the system requires time to relearn after reconnection. Customer care provided support that included expectations during the relearning period. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. No clinical symptoms associated with hypoglycemia. Outcomes included recovery following oral carbohydrate treatment, with glucose rising to 65 mg/dl with an upward trend without medical intervention. It was concluded that the cause of the hypoglycemic event was unclear and that continued system adaptation was expected following reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.